Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported the cycler had received an air detected in the cassette alarm and when the patient contact had attempted to re-setup the cycler, she discovered fluid leaking from inside of the cassette door area when she had opened the door. Additional information received from the patient's pd nurse discovered that no adverse event had occurred related to this event. Additional information received from the patient's family member confirmed that the patient completed dialysis treatment though manual exchanges and that the complaint sample was discarded and is not available for investigation.